Event description:
The patient contacted lifescan alleging that his one touch ultra meter displayed the battery icon. The medical affairs specialist (mas) attempted to contact the patient by phone and left a phone message for the patient. A letter was also sent to the patient asking him to contact the mas. The patient last tested with the reported meter in 2005 "around morning;" the result was not provided. The patient tested while experiencing dizziness and falling. He took no action to affect his blodd glucose level before receinging medical attention. He was taken to the hosp and took insulin as treatment; the insulin type and dose were not provided. Results of >500, 380's, and 36o were obtained on another device; the dates and times of these results relative to the patient's symptons were not provided; info was not provided as to whether these results were obtained on the hospital device. Info regarding the patient's testing and diabetes treatment regimen was not provided. The customer care rep (ccr) walked the patient through replacing the meter battery and the battery icon continued to display. The meter, test strips and control solution were replaced. There is no indication of adverse event (info was not provided regarding the patient's testing and treatment actions prior to the incident and the patient's blood glucose level at the time of concern was not clear from the information provided).